Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed the defib test during the operational check. There was no patient involvement.

Manufacturer narrative:
One processor pcs was returned for failure analysis. Operational check was run but failed. General system test failed along with charge and shock buttons ¿not tested¿. The system would not deliver shock during operational check.; the reported problem was verified/duplicated during lab tests. It was determined that some of the connector j16 pins on the processor pca were found to have cold solder joint resulting in the pins lifted resulting in the reported issue. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.